Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an irritation underneath the rear therapy electrodes. The patient's physician prescribed an unknown powder for the irritation. During a follow-up, the patient reported that she developed a boil underneath an ECG electrode. The boil was surgically removed. Follow-up attempts on the patient's condition were unsuccessful. The medical outcome of the patient's injury is unknown.